Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio also verified the device's battery was depleted at the time of the event, and the device was performing as intended. No device failure was identified..

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. There was no patient involvement reported with the event.